Manufacturer narrative:
The device rosa one (B)(4) is not FDA approved, but it is similar to the device rosa brain 3.0, classified haw - k151359. The optical distance sensor of the device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a training session, an optical distance sensor connector damage was noticed by the field service engineer.

Manufacturer narrative:
A field service engineer was present at the time of the identification of the optical distance sensor dysfunction. Visual inspection confirmed that there was no visual damage to the packaging but that the way in which the part had been inserted in the packaging led to a bend of the black plastic part near the connector and the laser had disconnected. Investigation indicated that at the time when event occurred, there was no packaging instructions for the optical distance sensor which led to the reported event.